Event description:
It was reported that during an unknown procedure the blade was damaged during the first case of the surgery. No patient consequences reported. No devices returned but additional information provide: did the blade tip break off of the device or was it just damaged? The tip break off of the device at the time of surgery. If it did break off did it fall into the patient? If so how was it removed? It was removed by a grasper. Were there any alert screens displayed and if so what were they? There was nothing on the display screen. Did both devices have issues with a damaged blade or a broken blade tip? Both the device had the issue of a broken blade tip.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.